Event description:
Since the installation of two new defibrillators in 9/95, a series of incidents occurred that have raised concerns regarding quality control standards on the equipment. Both defibrillators were discovered to be defaulting to 50 joules at turn on with the internal paddles connected. Initial training and operators manual indicates units would default to 10 joules at turn on with the internal paddles connected. The units were found to be operating on version "a" software and not version "d" software. Version "d" software had been released in 2/95 and would have corrected the issues. Two replacement units were air freighted to facility. Both units indicated faults when charging. Both units were found to be pacing models when original purchase was for non-pacing models. In 10/95 a second set of replacement defibrillators were received. In 1/96 during an urgent device corrective action to the defibrillators by hosp's biomed, additional problems were identified. Both defibrillators were charging to 50 joules with internal paddles installed when the inservice training and operators manual indicate the units would default to a charge of only 10 joules. The incorrect software had been installed by co. For one defiberillator, the correct software was shipped by overnight express and installed 1/11/96. The second defibrillator had an additional problem and was returned for repair. On the second defibrillator, the pacemaker mode could be activated by moving the front panel selector switch counter clockwise. This model should not be equipped with pacemaker functions nor is the selector switch labelled with a pacemaker selection. The defibrillator was returned to co for repair and a loaner supplied. Co will also install the correct software related to charging capabilities.